Event description:
The reporter stated the surgeon attempted to insert a 12.6 mm micl 12.6 implantable collamer lens and the lens tore. There was no patient contact.

Manufacturer narrative:
Evaluation results: other - visual inspection of the returned procedure found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.